Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when using the lag screw drill, there was slight resistance, and when removing the drill bit, a metal-like fragment was adhering to it."